Event description:
Patient reported no complaint against the device. Healthcare professional later reported rupture per MRI. Device has been explanted. This record is for the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, no complaint against the device. Healthcare professional later reported, rupture per MRI. Device has been explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, deformation, crease fold, and white particles on the shell. After autoclave cycle was observed, cloudy color in the gel. Based on the device analysis, the final assessment is: no openings were observed on the device.